Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA to identify the potential root cause(s). CAPA 373360. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that 8ml of cynomolgus monkey blood was centrifuged for 30 minutes in a glp validated centrifuge at 21 degrees celsius, 1800 xg, in the bd vacutainer® cpt¿ cell preparation tube with sodium heparin, but the gel did not migrate. Additionally, it was reported that the animals were on a "controlled diet", and testing was performed on "drug pk", but results have not yet been received. As reported by the customer, "the gel is not migrating after centrifuge. The customer would like suggestions on how to prevent the issue with the gel not migrating. Date of event (B)(6) 2019: 1 occurrences (study draw: test performed drug pk, results have not been received) date of event (B)(6) 2019: 2 occurrences (training draws: the cell yields were 1/10 what was expected) -customer reports nahep 362753 tube has no gel movement after centrifugation. "Hi, I need some help troubleshooting an issue I¿m having with sodium heparin cpt tubes (cat no. 362753). Last week 1 of 3 samples had no gel movement after centrifugation, 8ml cynomolgus blood centrifuged 30 minutes at 21 deg c and 1800 xg; centrifuged w/in 30 minutes of collection. Today 2 out of 2 samples had the same problem under the same conditions. I didn't see any clots or any obvious issues with the blood. I saw the troubleshooting section of the product insert but we¿re using glp validated centrifuges so I don¿t think speed, temperature or time is the issue. Today¿s samples were not fasted samples but are the animals are on a controlled diet. Are there any other possible causes for lack of gel migration or advice that someone can give? Thank you, amanda 505-463-9402" original email will be attached."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 8ml of cynomolgus monkey blood was centrifuged for 30 minutes in a glp validated centrifuge at 21 degrees celsius, 1800 xg, in the bd vacutainer® cpt¿ cell preparation tube with sodium heparin, but the gel did not migrate. Additionally, it was reported that the animals were on a "controlled diet", and testing was performed on "drug pk", but results have not yet been received. As reported by the customer, "the gel is not migrating after centrifuge. The customer would like suggestions on how to prevent the issue with the gel not migrating. Date of event (B)(6) 2019: 1 occurrences (study draw: test performed drug pk, results have not been received). Date of event (B)(6) 2019: 2 occurrences (training draws: the cell yields were 1/10 what was expected). Customer reports nahep 362753 tube has no gel movement after centrifugation. "Hi, I need some help troubleshooting an issue I¿m having with sodium heparin cpt tubes (cat no. 362753). Last week 1 of 3 samples had no gel movement after centrifugation, 8ml cynomolgus blood centrifuged 30 minutes at 21 deg c and 1800 xg; centrifuged w/in 30 minutes of collection. Today 2 out of 2 samples had the same problem under the same conditions. I didn¿t see any clots or any obvious issues with the blood. I saw the troubleshooting section of the product insert but we¿re using glp validated centrifuges so I don¿t think speed, temperature or time is the issue. Today¿s samples were not fasted samples but are the animals are on a controlled diet. Are there any other possible causes for lack of gel migration or advice that someone can give? Thank you, (B)(6)."